Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A3: gender unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that abutment screw at tooth site 46 lost initial strength several times. The screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown zimmer contour abutment for evaluation. Visual evaluation was performed, a fracture was identified at the threads of the screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer contour abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The unknown zimmer screw was fractured at the threads of the screw. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.